Event description:
The dr reports during the laparoscopy, "we had mechanical difficulties with the 10-11 disposable port in that it would not stay cocked for insertion. Eventually, it did cock and with entry into the abdominal cavity I could feel the port contact the pelvis. A hematoma formed in the area of the sacral artery and vein." Exploratory laparotomy and ligation of middle sacral vein was done immediately.